Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, and had to be programmed with high output. The lead is still in use. No patient complications have been reported as a result of this event.